Event description:
The customer reported a leak from the cartridge chemistry (cc) reagent probe on their unicel® dxc 600i synchron® access clinical system and 4 suppressed results (no results were generated) on the cc side of the instrument. In addition to the suppressed results, additional testing of samples already tested during the event revealed erroneous results were generated and reported out of the laboratory for 3 patients involving the analytes cholesterol (chol), alkaline phosphatase (alp), blood urea nitrogen (bun) and low density lipoprotein direct (ldld). Corrected reports were generated by the customer for the affected patients. There was no change or effect to patient treatment in connection with this event.

Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to evaluate the instrument. The fse determined an obstruction was present in the cartridge chemistry (cc) reagent probe collar wash valve. The fse removed the obstruction to correct the problem.